Event description:
False reactive advia centaur xp hav total results were obtained on patient samples and discordant when compared to repeat test results. There was no known report of adverse health consequences due to the discordant reactive advia centaur xp hav total results reported.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a system preventative maintenance, adjusted the reagent probes and repaired an air leak at dilutor d2 and reagent probe 3 leak. No conclusion can be drawn.the instrument is performing within specification.no further evaluation of the device is required.